Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1076895 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that blood leaked from the tubing while using bd intima ii¿ IV catheter prn adapter. There was no report of patient impact. The following information was reported by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the patient left the intravenous indwelling needle for future use during delivery. After the delivery (B)(6) 2021, when the intravenous indwelling needle clip was used to clamp the indwelling needle after the completion of the infusion (B)(6) 2021, blood leaked from the hose at the clipped area of the small clip. After explaining to the patient, the indwelling needle was removed and re-indwelled, which did not affect the patient's condition."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the tubing while using bd intima ii¿ IV catheter prn adapter. There was no report of patient impact. The following information was reported by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the patient left the intravenous indwelling needle for future use during delivery. After the delivery (november 18), when the intravenous indwelling needle clip was used to clamp the indwelling needle after the completion of the infusion (november 18), blood leaked from the hose at the clipped area of the small clip. After explaining to the patient, the indwelling needle was removed and re-indwelled, which did not affect the patient's condition."